Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
As the surgeon did not want to make an extra incision, he put an excessive force on the drill. The drill broke and the extremity remains implanted in the calcaneum.